Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the extension catheter used in the intervention whose dimensions do not meet the requirements specified in the orsiro mission IFU.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a mildly tortuous part of the mid lad. After pre-dilatation, the device could not cross when advanced through guide extension (guideplus). Stent was then pulled out of guide extension and the struts were found to be damaged, hence stent was not implanted. Another orsiro was advanced and successfully implanted.